Event description:
Customer stated while the surgeon was performing the anastomosis on a coronary artery bypass graft procedure the needles prematurely release from the suture. There are no reported adverse consequences to the pt related to this event.